Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation codes: results - visual inspection of the returned product showed the lens was split in half and a piece of the optic was torn off and missing. (B)(4).

Event description:
It was reported that the cq2015a three piece collamer lens tore upon insertion. The lens was removed without any patient injury. This facility uses a competitors injection system with this lens and is aware that it is off label use.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation codes: results - visual inspection of the returned product showed the lens was split in half and a piece of the optic was torn off and missing. (B)(4).